Manufacturer narrative:
This report is submitted on 16 january 2020.

Event description:
It was reported that the internal magnet dislodged resulting in explant of the device on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on may 20, 2024.